Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended to do the ground isolation check and run the extended self-test (est) and short self-test (sst), to replace the graphical user interface (gui) to breath delivery (bd) cable and run unit overnight to try to duplicate problem. Covidien was not authorized to evaluate the device. Customer reported to have followed the tse recommendations and replaced the graphical user interface (gui) to breath delivery (bd) cable and unit passed extended self-testing.

Manufacturer narrative:
(B)(4).